Manufacturer narrative:
No sample was received to perform an investigation; however, two pictures were received. Both pictures showed a non-original equipment manufacturer (OEM) adaptor with a broken off luer inside. Based on the pictures received, the reported allegation was confirmed, but the cause could not be determined. A device history record (DHR) review was performed, and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device broke apart at the luer lock adapter section leaving a piece embedded in the needle-less clave on the intravenous (IV) pigtail. The patient's pigtail needed to be removed due to a continuous leak. No patient injury was reported.